Event description:
It was reported that the patient felt chest pain and discomfort. No complications were noted after the replacement lead was implanted. Echo analysis was performed and revealed pericardial effusion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.